Manufacturer narrative:
In the case description, the user mentioned that the charging port had burned. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the controller found the plastic around the charging port to be melted and damages were found inside the charging port consistent with thermal exposure (figure 1). The charging cable and charging adapter were not returned with the controller. The back cover of the controller was not removed to inspect the sim card due to the damage to the charging port. Visual inspection confirmed the reported thermal event. No further investigation is required.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient's wife that the controller was dropped from the patient's pocket and left in the rain, however she did not specify for how long. The controller appeared to be functioning as intended, so they decided it was alright to put it on the charger. After charging for a few minutes, she noticed a burning odor and saw that the charge port was burned.